Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the event. The cause of the peritonitis was unknown and it is unknown if treatment was rendered for the event. At the time of report, the outcome of the peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with an unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After fifteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event (previously, the outcome of the peritonitis event was not reported). Should additional relevant information become available, a supplemental report will be submitted.